Event description:
It was reported that a lead fracture was suspected. However, the company representative suspected that the lead pin was not secure in the header based on x-ray. The lead was not fractured, and the doctor opted to explant and replace the device to ensure there was not an issue with the setscrew. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) no anomalies found.